Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent and one resolute onyx rx coronary drug eluting stent to treat a non-tortuous, mildly calcified lesion with 90% stenosis in the ostium of the left main (lm) coronary artery - left anterior descending (lad) artery and circumflex (cx) artery. The devices were inspected prior to use with no issues noted. Negative prep was not performed. The lesion was pre-dilated. It was stated that the operator wired through a previous stent into the lcx and delivered balloons to open up the side branch access with a support balloon anchoring to the distal lad. The devices passed through a previously-deployed stent. Resistance was encountered when advancing the stent devices. Excessive force was not used during delivery of the stents. It was reported that the resolute integrity device failed to cross into the lcx and after multiple attempts of pushing, the resolute integrity catheter shaft broke approximately 2 inches proximal to the second proximal shaft marker. An attempt was then made to cross the resolute onyx device but this was also unsuccessful. The procedure was completed using a prevail drug coated balloon (dcb) device. No patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis/image review: the still fluoroscopic procedural images provided confirm the presence of the target lesions in the left coronary system - ostial lcx and 1st diagonal vessels. The images show that there is approx. 90-degree angulation from the left main into the lcx. The possibility exists that this vessel morphology impacted the unsuccessful delivery and breakage of t he catheter shaft. No images were provided showing the attempted delivery of the resolute integrity or of the resolute onyx devices. Product analysis: the device was received for analysis. There was a detachment on the hypotube. Kinks were evident on the hypotube proximal and distal to the detachment site. The hypotube material was oval and jagged on both sides of the detachment site. The stent was positioned on the balloon between the marker bands as per position specification, but due to distal stent misalignment the stent did not meet visual acceptance specification. Misalignment was evident to the distal stent wraps with struts raised. The inner lumen patency was verified with a 0.015 inch mandrel. No deformation evident to the distal tip. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: fdr code added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was stated that the operator wired through a previous stent into the lcx and delivered balloons to open up the side branch access with a support 2.5mm balloon anchoring to the distal lad. Intervention was not required to remove the broken shaft. The broken part of the shaft was still outside of the three-way valve screw cap and it was possible to pull out using a finger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.